Event description:
The report stated that during a nephrectomy, the boot below the device jaw was noticed to be cracked and the surgeon decided not to use the device in monopolar mode. However, the surgeon felt that the sharpness of the device's monopolar edge caused bleeding on a tumor. Bleeding was stopped with the device and a lap stapler. No transfusion was necessary. The procedure was completed with a harmonic scalpel.

Manufacturer narrative:
Date of initial report: 12/19/2008. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.